Event description:
A caller reported encountering a cgm error 42. The customer's blood glucose level was not adversely affected as the issue was within normal parameters. Technical support provided pump reset information and guided the caller through the reset process, which successfully resolved the issue, allowing the sensor session to start without displaying the error again.